Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7073484. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7073485.

Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulator (scs). The patient underwent a procedure where the scs system was removed. Post operatively, the patient was doing well with no reported complications. The explanted devices will not be returned as they were disposed by the medical facility.